Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 29. Details of surgery: primary stability not achieved, nerve encroachment and ridge augmentation. On (B)(6) 2020, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: numbness. No further patient complications were reported.